Manufacturer narrative:
Investigation summary: one mz1000 sample was received without packaging for investigation. The sample was connected to a b braun tiva set and a 100ml "natriumkloid fresenius kabi 9mg/ml" bag and clear residual fluid was present. The customer reported that the affected sample was from lot 24015584 and the "mz1000 does not work with the tiva set from b braun. When the membrane is screwed onto the tiva set, the pumps alarm and it seems as if there is no hole through." The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis and testing of the returned sample did not confirm the customer's experience, no occlusion or flow restriction was observed throughout testing; therefore in this instance a definitive root cause for the customer's experience could not be determined. A review of the production records for lot 24015584 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: mz1000 does not work with the tiva set from b braun. When the membrane is screwed onto the tiva set, the pumps alarm and it seems as if there is no hole through. Additional information received from the customer: was the device being used in/on patient when the issue occurred? Yes, both on patients admitted to the ward and in the operating room. Was patient or user harmed? If yes, please explain. Yes. Administration of antibiotics and other drugs was delayed due to the malfunction. Patients have had the catheter removed unnecessarily (thinking of an occlusion or a kinking), and have had to undergo re-insertion of a lpc, PICC or cvc. For some patients this meant additional hematoma, pain and stress, and for all increased risk of infection. Was the hcp present when the issue occurred? Yes, there is always a doctor and a nurse in charge in the ward and an anesthetist and an anesthesia nurse during the operation. If leakage occurred, please confirm the fluid that leaked. No leakage. Was additional medical intervention/medication required? If yes, please explain. Modification of therapy due to missed doses. Unnecessary catheter removal and reinsertion of a new lpc, PICC, cvc. Could you please provide/confirm the lot/serial number of the defective product? Bd maxzero needless connector. Ref: mz1000. Lot: (10)24015584. Please confirm the number of products affected? Please confirm if this is the quantity that displayed the defect and not the total order quantity? All products for mz1000 are affected, not a special lot. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During infusion. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No damage on the set. Please confirm what substance was being infused during the time of the event? The substance was nacl.